Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set tubing was detached from hub event on 01-08-2024. The infusion set was in use for one hour. No further information was available.